Event description:
It was reported that an asymptomatic patient presented to the hospital with their implantable cardioverter defibrillator exhibiting an early elective replacement indicator on (B)(6) 2020. Device was explanted and replaced on (B)(6) 2020. Patient condition after the procedure was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.